Manufacturer narrative:
Correction: the original g4 date should be (B)(6) 2008. Concomitant medical products: 694965, lead, implanted: (B)(6) 2005, 419488 lead, implanted: (B)(6) 2007, the initial reported event of infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. No further patient complications have been reported as a result of this event.